Event description:
It was reported that the procedure was to treat a mildly calcified proximal diagonal artery. Pre-dilatation of the distal diagonal was performed with a 2.0 x 20 mm non-abbott balloon catheter and a 2.5 x 20 mm non-abbott stent was implanted in the distal diagonal. A 2.0 x 12 mm mini vision was advanced to the proximal portion of the lesion; however, it could not cross through the ostium and the stent dislodged. Fluoroscopy showed the dislodged stent was at the ostium so a 1.5 x 8 mm non-abbott balloon catheter was advanced through the stent and inflated to remove the stent. When the balloon catheter was pulled back to the distal end of the guide, the stent was not on the balloon. The mini vision could not be found in the anatomy, so a 2.25 x 12 mm non-abbott stent was deployed in the proximal diagonal to complete the procedure. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.